Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was observed in the bd phaseal¿ protector p50j "bladder"during use after connecting it to the vial. The following information was provided by the initial reporter, translated from japanese to english: "after connecting the vial, fm found in the bladder."

Event description:
It was reported that foreign matter was observed in the bd phaseal¿ protector p50j "bladder"during use after connecting it to the vial. The following information was provided by the initial reporter, translated from japanese to english: "after connecting the vial, fm found in the bladder."

Manufacturer narrative:
H.6. Investigation: one protector sample was returned to our quality team for investigation. The product was visually inspected and black particles were observed inside the expansion chamber. After further evaluation the particles were identified to be carbon deposits coming probably from the sealing process of the film to the bladder (station 14) from the assembly machine. If the assembly process is assessed, black particles may be found on the station 14 ¿sealing process of the film to the bladder ¿from the protector assembly machine p3. Product undergoes visual and functional testing throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review could not be performed. It is likely the particles generated from the sealing process of the film onto the protector bladder in the assembly station.